Event description:
It was reported that an unspecified system error alarm occcurred on the homechoice. The event occurred during dwell of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The alarm was cleared and therapy resumed. There was patient involvement; however, there was no report of patient injury or medical intervention associated with the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.